Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter inserted through the stoma did not collapse correctly. The complainant noted that it collapsed in a disc shape. The patient's family has reportedly been performing a mace for some time without incident. The patient was reportedly taken to the ed so the catheter could be removed from the stoma. Per skilled nurse in the home, the patient's mother states that the balloon was filled with 3 cc of tap water and manually aspirated with the syringe for removal as specified by the physician.

Manufacturer narrative:
The reported event was confirmed as use related based on the IFU and the event description. It was noted that the product was used for treatment, and did not meet specifications, but the failure was caused by the misuse of the product. Visual evaluation of the sample noted one opened (without original packaging) used silicone foley covered. It was noted that there was cuffing on the balloon. Per the standard, the balloon must not cuff after deflation. It was noted that aspiration during deflation led to the cuffing. The IFU states "for urological use only", "3cc balloon: use 5ml sterile water" and "do not aspirate or manually accelerate the deflation of the balloon." The root cause for this failure is that the user did not follow procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿peel to open c. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com bardex® all-silicone foley catheter catheter shaft made entirely of silicone elastomer pd-50205 11/00 caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter inserted through the stoma did not collapse correctly. The complainant noted that it collapsed in a disc shape. The patient's family has reportedly been performing a mace for some time without incident. The patient was reportedly taken to the ed so the catheter could be removed from the stoma. Per skilled nurse in the home, the patient's mother states that the balloon was filled with 3cc of tap water and manually aspirated with the syringe for removal as specified by the physician.